Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable, as this device did not cause or contribute to the reported event. This event is being reported under 3007963827-2025-00153, 0002648920-2025-00111, & 0001822565-2024-02492.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni. Medical records were reviewed, however, the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is scheduled for a left knee arthroplasty revision approximately thirteen (13) years post-operatively to address pain, swelling and difficulty ambulating. Initial operative notes noted no intraoperative complications. Attempts have been made; however, no additional information is available.